Manufacturer narrative:
Follow up to be sent if additional information is received

Event description:
Caller advised chair was making a noise and right caster broke. Caller advised armpads are torn up, both hand grips are loose and both wheel lock hand grips are missing. Caller advised screw is missing from left armpad.